Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty. The customer was informed of the replacement and instructed to continue using the current pump until the new one arrived. They were also advised to allow the battery to deplete before shipping the faulty pump back to tandem using a prepaid label and return box.